Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula with an infusion set after being used for four hours. The symptoms were noticed 3 or more hours after insertion. Infusion set was inserted in the upper buttocks and the insertion site was rotated regularly. Patient's blood sugar level at the time of event was 370 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.